Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device had been reprocessed with an olympus automated endoscope reprocessor model etd-4 (not available in the USA) using peracetic acid. The device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france (ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels of the device. The testing result cleared the french guideline. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the device. 1st time. Distal end: neisseria species (51 cfu/endoscope), stenotrophomonas maltophilia (1 cfu/endoscope). All channels: neisseria species (7 cfu/endoscope), micrococcaceae (3 cfu/endoscope), coagulase-negative staphylococcus (3 cfu/endoscope). 2nd time. Distal end: neisseria species (2 cfu/endoscope), coagulase-negative staphylococcus (1 cfu/endoscope). All channels: bacillus spp. (1 cfu/endoscope), stenotrophomonas maltophilia (6 cfu/endoscope. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.